Event description:
Customer reported receiving a no delivery alarm on the insulin pump during a bolus. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.